Event description:
It was reported that the renasys touch device gave the blockage and full canister alarm. The canister and dressing where changed but the alarm continued. A small delay was reported. Treatment was continued with a back-up device. No patient harm reported.

Manufacturer narrative:
The devices used in treatment have not been returned for evaluation. Without this evaluation it has not been possible to establish a relationship between the devices and reported events. If the devices are returned then this evaluation will be re-visited. A review of the devices history showed that these units passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the devices did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported events has been reviewed, revealing further instance which are being monitored, however, this investigation is now complete and with no further actions deemed necessary. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. The instructions for use offer further guidance with regards to false alarms. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.